Event description:
Customer reported a malfunction on pump with a malfunction code displayed as malf 16. There was no adverse impact to the customer's blood glucose level. Cts instructed the customer to put the pump into storage mode and return it to tandem using a pre-paid label to avoid a billing charge. The caller was informed they would need to program their settings into the replacement pump, which was sent by cts, and connect their cgm. Customer indicated they would use mdi as a backup therapy, and the faulty pump was covered under warranty.